Manufacturer narrative:
One opened trocar hub/cannula assembly was received attached to an infusion sleeve in a tray for the report of leaking. The returned sample was visually inspected and was found non-conforming with a cut in the septum. A photo of the pak is attached to the parent complaint and has been reviewed by the manufacturing site. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are 4 additional complaints associated with the lot for the reported issue. The exact root cause for this complaint is unknown, however, a potential contributing factor related to the manufacturing process of the valves has been identified. An investigation has been completed and manufacturing process enhancements are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the valved valve leaked during posterior vitrectomy procedure. The procedure was completed with product replacement. There was no patient injury. The product sample is available. No additional information is expected.